Event description:
The pt has lost weight since being implanted and her neurostimulator (ins) moves around. She does not like the sensation of the stimulation and has never been able to adjust to it. She has had several programs and they did not help. The stimulation was more bothersome than the pain itself. She has facial paralysis on her left side of her ear along her face into her chin. She has been working with her doctor and they are going to explant her device. They will continue to work on a resolution. Additional info has been requested.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on july 2nd 2015 indicating the patient had a knee replacement and could not control the pain from that. The patient went ahead and did a trial and though they could get used to the stimulation but did not. It was noted that the patient's lead detached and went to another area and it looked like the patient had a stroke. The patient was in the hospital for 13 days for the knee replacement and stimulator. In (B)(6) 2010 the patient started to turn the stimulator on and turned if off because they did not like the stimulation. The stimulator was removed on (B)(6) 2010.